Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image is displayed from any of the outputs due to a patient board malfunction and the front panel became frozen due to a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for a endoscopic retrograde cholangiopancreatograph procedure, no signal output from the serial digital interface (sdi) and digital visual interface digital (dvi-d) on the evis exera iii video system center. There was a delay reported for more than a hour. The patient was under IV sedation, and it was inspected prior. A scheduled preventive maintenance was conducted by an olympus personnel a day before the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to update the reportability of the additional information provided by the customer, and the results of the device history records (DHR) review, and the legal manufacturers investigation. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the printed circuit board failure.

Event description:
Additional information from the customer: the patient was discharged without any issues from the prolonged anesthesia.